Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2009. Revision due to aseptic loosening.

Manufacturer narrative:
Per IFU # 700-096-004 rev.n: device specific risks - fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Loosening is a known risk in any total joint surgery. In review of all the available information, the revision reported in this event was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening of the tibial tray. This device is used for treatment, not diagnosis device evaluated by manufacturer.

Event description:
It was reported that a patient received a left total knee arthroplasty in 2009. The patient is being revised due to aseptic loosening. The patient left the or in stable condition. No other information was reported. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00582 and 1038671-2018-00583.